Manufacturer narrative:
Investigation summary: customer returned (1) 1cc 8mm 31g syringe in an open polybag (lot # 7338606). Customer states the stopper separated from the plunger before use. The returned syringe was examined and it exhibited a broken plunger rod tip, which caused the stopper to separate from the plunger. A review of the device history record was completed for batch# 7338606. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications (B)(4) noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure investigation conclusion: possible root cause for this is a machine jam.

Event description:
It was reported that the bd relion® insulin syringe plunger separated from the syringe before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd relion® insulin syringe plunger separated from the syringe before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was eported that the bd relion® insulin syringe plunger seperated from the syringe before use. No reports of serious injury or medical intervention noted.